Event description:
Patient advised he reportedly encountered a v-go device that allegedly fell off after being applied to his abdomen for about five hours. Patient stated sometimes he uses the alcohol swabs and allow the area to dry and sometimes he just sticks the device on. Patient stated the v-go may have fell off because he perspire a lot.